Manufacturer narrative:
Evaluation of the returned 3maxc confirmed that the catheter was fractured. Evaluation revealed that the 3maxc was stuck inside the red62 midshaft. The 3maxc is dimensionally incompatible to be advanced through a red 62 catheter. If the 3maxc is advanced through a red62, the device may become stuck, and resistance may be experienced during manipulation. If the device is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Due to the returned damage the 3maxc was unable to functionally tested. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system red62 reperfusion catheter (red62), and a guidewire. During the procedure, it was reported a 3maxc broke inside of a red62. Subsequently, the physician was unable to separate the 3maxc from the red62. It was also noted the guidewire was stuck in the 3maxc and red62. Therefore, the 3maxc, red62 and guidewire were removed together from the patient. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.